Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of multiple devices used during the same procedure. Associated MFR. Report #3005099803-2017-02208 and 3005099803-2017-02209 pertain to the other reportable complaint devices. It was reported to boston scientific corporation that a capio¿ device was used during a cystocele repair procedure performed on (B)(6) 2017. According to the complainant, during the procedure, while attempting to suture the sacrospinous ligament using the capio device, the needle detached from the suture in the patient. The procedure was completed with another capio¿ device. There were no patient complications reported as a result of this event. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
An examination of the returned capio¿ device revealed that the device does not have any visual failure. Analysis also revealed that the carrier was actuated three times and it extended and retracted without any issue. Also, it was actuated (deployed) three times with the suture, and the needle entered in the slot without any issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on all gathered information and investigation results, there is no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the reported issue was unable to be confirmed. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
Note: this report pertains to one of multiple devices used during the same procedure. Associated MFR. Report #3005099803-2017-02208 and 3005099803-2017-02209 pertain to the other reportable complaint devices. It was reported to boston scientific corporation that a capio¿ device was used during a cystocele repair procedure performed on (B)(6) 2017. According to the complainant, during the procedure, while attempting to suture the sacrospinous ligament using the capio device, the needle detached from the suture in the patient. The procedure was completed with another capio¿ device. There were no patient complications reported as a result of this event. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.